Event description:
Boston scientific received information that a red alert was received for this system due to out of range, low shocking impedance measurements. A review of the device data identified a measurement of 20 ohms. The most recent values are within normal range. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and system evaluation. Pocket maneuvers were performed and testing was unremarkable for out of range measurements. The physician will continue to monitor the patient. No other adverse events have been reported. This product issue will be updated if additional information is received.